Event description:
Pt reported that during an insulin cartridge change, the insulin cartridge broke inside the device and all of the insulin in the cartridge spilled into the device. Pt alleged that device caused the cartridge breakage. No error messages were generated by device. Pt's blood glucose was not affected, and no treatment was received.